Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with chronic back pain in the lumbar region. Patient underwent an epidural that did not have any effect. The patient underwent an unspecified surgery on c4-7 using rhbmp-2/acs and a titanium plate, which was reportedly positioned crookedly. The patient believes that the plate is laying on a nerve. Patient reported ¿unbearable pain¿ and an inability to swallow post-op, and requested an MRI. Patient reports heaviness in upper torso, lower back pain, and that he walks with a cane, nerve damage, and that he has prostheses on both arms due to carpel tunnel.